Event description:
It was reported that the patient presented in clinic with device exhibiting episodes of non-sustained rv oversensing. The alerts were found to be triggered by an intrinsic bigeminal rhythm. The patient notifier was disabled and the device remains implanted.

Manufacturer narrative:
(B)(4).